Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and inspected cup transfer unit. Fse explained to the customer that cups would be tipped on the top of the waste chute, but the waste chute itself was not clogged. The fse performed alignment of cup transfer waste chute and ran cup transfer test 20 times with no errors. The aia-900 was operating as designed. The probable cause of this event was attributed to a waste chute alignment issue. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-900 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side.

Event description:
The customer reported receiving an error message 4153 - c.trans-z home overrun on aia-900 instrument. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 bhcg prl progiii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.